Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo (B)(4) and any medwatch reports were submitted under arjohuntleigh (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under exemption (B)(4) on behalf of the importer (B)(4). Add'l info will be provided following the conclusion of the investigation. (B)(4).

Event description:
Arjo huntleigh has been received a notice related to the incident involving tempo lift and a competitor sling that caused the resident's death. It was indicated that the resident fell out of a sling when being transferred from the bed to a commode. The right leg clip became detached causing the resident to fall out of the sling. The resident sustained critical head injuries from the fall and subsequently died from these injuries on (B)(6) 2014.